Event description:
The customer stated that there was "no sound" coming from the speaker. There was no allegation of an adverse event or any patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.